Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device battery is faulty, not staying charged even when connected to power supply. No patient injury reported.

Manufacturer narrative:
Additional information provided in h3, h6, and h10. Device evaluation: visual inspection found broken barrel clamp head, top case cracked on back right corner, bottom case tabs broken. Power up process was performed and used testing interconnect board which operated as expected. The reported issue was duplicated- the pump would not turn on at all and would not charge the battery with power cord plugged in. The cause of the reported issue is corrosion on the interconnect board as a result of fluid ingression. The root cause of the problem was deem to be user-related. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.